Event description:
Allegedly, loose component was revised.

Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional info has been requested. No user facility info was indicated; therefore, no medwatch 3500a report can be requested. This report will be updated when the investigation is complete. The following dates are estimated. Only the year is known: